Event description:
The pump motor stalled at 12:13 due to the patient having an MRI. The healthcare provider (hcp) interrogated the pump right after the patient exited the MRI; no motor stall recovery was noted at that time. The hcp interrogated the pump again and thought she remembered seeing that the pump had recovered, but didn't save/print the logs, so couldn't be sure. The patient was in another procedure in the cath lab and the hcp couldn't enter the procedure, so planned to re-interrogate the pump once the patient was available. The device system was delivering baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8840, product type programmer, physician; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.